Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by customer's mother that, the customer passed away at home in the shower. The customer was found deceased on (B)(6) 2018, but the caller believes they passed on (B)(6) 2018 as it is when they did their last blood glucose check. The cause of death was unknown, but the caller believes the customer fell due to a low blood glucose episode. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death, as the caller believes they had removed it to take a shower. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.